Manufacturer narrative:
The investigation for the reported purge disc/flagissue has been completed. The product was returned, and the issue was confirmed. Data review: imc logs from the complaint date revealed that the console issued the purge disc not detected alarm (event set # 402) several times for example [12/07/23 07:45:36 imcgui: event set: # 402 from 13 (1)]. Device analysis: the console was tested after arriving in fs. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. Per the results of the clinical review and investigation, the root cause was determined to be a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) that it failed to recognize an installed purge disc. The console was exchanged to resolve the noted issue. There was no patient harm. There was no report of patient harm or injury.